Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue with pairing insulin pump and mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return was required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on xiaomi redmi note 13 pro (android 14) with mmt-1885 780g pump (software version 6.7v) was conducted and confirmed the issue was not reproduced. The software adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. The provided app logs contain only analytics data, no diagnostic logs were found. We were unable to conduct a thorough investigation due to lack of diagnostic logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely causes are errors in device bluetooth stack implementation or high level of electromagnetic noise. Issue is unknown. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: 1. Check and install all available os updates. 2. Reboot the phone (and check again for os updates, sometimes it goes incrementally). 3 once done with os updates - check and install google play services app updates for the device. Google play services app updates you can check using play store app (find the app in play store and check does it have ""update"" option). 4. Disable cross-device service and keep it disabled all the time. 5. Clear all previous pump bluetooth connections in bluetooth settings: open settings>>tap ""connections"">>tap ""bluetooth"">>tap the options icon next to the device (pump) you want to unpair>>tap ""unpair"">>confirm on the popup. 6. Clear data of bluetooth app: settings â¿¿ apps â¿¿ manage apps â¿¿ find and tap on bluetooth app â¿¿ clear data 7. Re-install the mm app. 8. Try to pair. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.